Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the vinyl on her mariner shower chair cracks. Consumer alleges she is on her second seat and after water gets to the wood, it softens, weakens and breaks. Consumer also alleges that the rear tires on her chair are leaving marks in her shower. MDR filed.